Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: endovascular filter retrieval could not be performed due to the location of the filter and the patient had to be undergo open repair. A video was provided for the investigation and an imaging review was performed. Per imaging reviewer´s findings, ¿low-quality video mostly concentrating on the surgical technique for removal of an inferior vena cava filter does have several CT and 3-d reformatted images at the beginning of the video. These demonstrate a celect platinum ivc filter in the infrarenal ivc. On the images submitted for review, there appears to be insignificant anterior tilt measuring approximately 9° and an insignificant leftward tilt measuring approximately 6°. There is at least one grade 3 interaction present involving a primary filter leg extending posteriorly and eroding into the l4 vertebral body¿. Per imaging reviewer´s impression,¿ the video states patient had chronic back pain since filter implantation. The images submitted for review demonstrate the celect platinum ivc filter in the infrarenal ivc with a grade 3 interaction involving one of the primary filter legs which has perforated the posterior wall of the inferior vena cava and eroded into the l4 vertebral body¿. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. According to the instruction for use potential adverse events that may occur include, but are not limited to, the following: vena cava perforation. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Based on the provided information an exact cause cannot be established. It is unknown what have caused the filter leg to perforate the ivc wall, but it is a known adverse event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/orevent has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect platinum filter. Similar to device under PMA/510(k) k171217. Investigation is still in progress

Event description:
Case shared via (B)(6) of an ivc platinum celect retrieval: the endovascular retrieval could not be performed due to the location of the filter and the patient had to undergo open repair. (B)(6) year old woman underwent ivc celect platinum temporary filter implantation, because of pulmonary embolism and digestive bleeding, chronic back pain since filter implantation. Preop work CT revealed ivc filter proms perforating ivc with one of them eroding vertebral body. Endovascular approach was desestimated and open removal was planned.